Event description:
It was reported patient underwent total hip arthroplasty (B)(6) 2013. After the surgeon attempted to seat the liner, it was noticed the locking ring was bent. A new cup with locking ring was opened and used to finish the procedure, resulting in a delay of 30 minutes.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances.

Manufacturer narrative:
Corrected data: lot number & expiry date; manufacture date.